Event description:
Paramedic applied a mat tourniquet to an arterial bleeding patient who was stabbed. After 4-5 minutes of being applied the strap portion that is secured to the cradle portion broke loose resulting in the patient losing a significant amount of blood.